Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during a normal device upgrade, high capture threshold was observed. The lead was explanted and replaced. The patient was stable post procedure.